Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the left side of the tube clamp assembly did not open. No other details regarding the nature of the event were provided.